Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During troubleshooting, the fse found that the software was corrupted, and the same issue was occurred previously as well. The fse performed the system backup restoration to resolve the issue. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the allura equipment does not boot up completely. No harm to patient or user was reported. Philips has started an investigation of the complaint.